Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. A visual inspection of the device found the biopsy valve was partially missing and there was damage to the slit section. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: inserting or removing forceps or syringes at an angle applied stress to the slit section inside the biopsy valve, causing damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that immediately after starting a diagnostic bronchoscopy procedure, a slight decrease in suction power was observed. The examination at that time required suctioning of a viscous mucus plug, and the slight decrease was more concerning than usual. Initially, it was suspected there was a problem with the hospital's equipment (a decrease in suction power of the suction device), so the customer reattached the suction tube, adjusted the suction device and turned the switch back on, but no improvement in suction power was observed. Therefore, the day was determined to be a "day of occasionally experienced reduced suction" and the examination was continued. During the examination, suctioning of the highly viscous mucus plug proved difficult and took an excessive amount of time. It was determined that suction alone would be insufficient, and a decision was made to insert forceps to divide and remove the sputum. Until then, forceps had never been inserted, but upon insertion of the forceps, a black foreign material was observed in the airway and was grasped and retrieved with the forceps. Although the origin of the foreign material was initially unrecognized, considering the possibility of it originating from the biopsy valve, the disposable biopsy valve in question was removed and disassembled. When it was compared to a disassembled normal biopsy valve, it was found that a component part of the disposable biopsy valve was missing or damaged, and the shape and material matched the retrieved black foreign object. Therefore, it was determined that the foreign material originated from the damaged biopsy valve. There were no reports of health hazard due to this event, and no reports of procedural delay.